Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a gastrectomy procedure, the staples were malformed. Suturing was used to complete the procedure with no adverse consequences to the pt.